Event description:
It was reported that the customer's insulin pump had a cracked battery compartment. Customer's blood glucose level at the time 97mg/dl. Advised insulin pump would be replaced.

Manufacturer narrative:
Insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window. Unit had missing segments due to cracked zebra connector on lcd board.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.